Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer's blood glucose level ranged from 315-316 mg/dl. The customer primed the tubing to remove the air bubbles, which resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.